Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device had reached elective replacement indicator (eri) in less than three years. The device was explanted and replaced. It was also reported there was high thresholds on the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, implanted: (B)(6) 2007; 7000 competitor implantable tachy lead, implanted: (B)(6) 2007; 1488t competitor implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.